Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible fracture. During the analyzer measurement, pacing was sometimes successful and sometimes not. Noise was also observed and the sensing threshold was not measurable. The left ventricular (lv) lead was programmed off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.